Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the sales rep, a certas plus valve was revised after the surgeon was unable to reprogram. Another certas was used to replace.

Manufacturer narrative:
The device was returned for evaluation. The position of the cam when valve was received was at setting 4. The valve was visually inspected; no defects were noted. The valve was and tested for programming. The valve passed the test. A review of manufacturing records could not be performed, as no lot number information was provided. Based on the evaluation of the device, the issue reported could not be confirmed. The device functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.